Manufacturer narrative:
(B)(6).

Event description:
The customer reported the pump did not work. During testing and investigation the device was found to have issued a n56 replace battery alarm. The battery was replaced. The complaint was confirmed with the probable cause for the n56 alarm resultant of a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.